Event description:
It was reported that bd eclipse¿ needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 305761 batch no: unknown it was reported that several manager have complained about almost getting stuck as well as needles being difficult to use. Per customer email: I know several of the peds managers have complained about almost getting stuck as well as more difficulty using the needles.

Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd eclipse¿ needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 305761. Batch no: unknown. It was reported that several manager have complained about almost getting stuck as well as needles being difficult to use. Per customer email: I know several of the peds managers have complained about almost getting stuck as well as more difficulty using the needles.